Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified quantity of clearlink IV access valves were disconnecting from the slip syringe. These disconnection issues occurred during patient injection. There was no patient injury or medical intervention associated with this event. No additional information is available.